Manufacturer narrative:
Correction to d1 from omnipod 5 pod to omnipod dash insulin management system correction tod2a from alternate controller enabled insulin infusion pump to pump, infusion, insulin correction to d2b from qfg to lzg correction to d4 model from pt-000435 to 18325 correction to d4 catalog from pod-ble-h1-520 to ble-p1-525.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported y the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. The blood glucose levels reached 375 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient did insulin correction.